Event description:
In 2009, the pt reported waking up with a blood glucose reading of 280 mg/dl and insulin rolling out of the needle at her infusion site. Pt's target blood glucose is 130 mg/dl. Pt stated the infusion set self-adhesive remained stuck to her skin and did not pull away at the time she noticed the insulin leak. There were no other leaks at the luer lock or pig-tail connection. Discussed infusion site placement. Pt reports her last blood glucose reading was 120 mg/dl which was within acceptable range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and info on infusion site management was sent. Requested return of the suspect product for evaluation.